Event description:
Incident report in the operating room. The anesthesiologist set the pump for 22cc/hr with a 500cc bag. After close to two hours, 400cc had been infused, but the pump read that only 35cc had infused. No pt injury resulted.